Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Patient's wife stated that when patient completed treatment and she removed the cassette, there was fluid leaking from within the cassette door. The cycler was replaced. A follow up call was made the patient's nurse who reported that the patient's effluent has remained clear and no antibiotics have been provided. The tubing set was discarded.